Event description:
Customer called to report the driver arms were not holding the reservoir. Troubleshooting was performed. Customer changed different reservoirs and sets but the driver arms were not working properly.